Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 due to low blood glucose level. The low blood glucose level was 2.2 mmol/l. Current blood glucose level of customer was 4.7 mmol/l. Customer was treated with food or glucose or carb intake. Customer alleged that insulin pump was over delivering insulin as the insulin pump delivered a correction bolus of 25unit without user input. The auto mode feature was not active at the time of incident. The device will not be returned for analysis.